Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/code 204) was confirmed. As received, the belt was unable to communicate with a monitor. Upon evaluation, the trunk cable was pulled from the strain relief, pulling the j702 connector on the distribution node (dn) pca board. The cause of the inability to communicate is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable and connector.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and a patient experienced a code 204 (belt unusable).